Manufacturer narrative:
H10: internal complaint reference case-(B)(4).

Event description:
It was reported that during a knee procedure using a platinum curved blade, the dyonics handpiece was providing audible feedback (as it usually does when shaver is rotating), but the end inside the patient was not resecting tissue. A second curved blade was used and the same problem persisted. The procedure was successfully completed with a surgical delay of approximately 2 minutes using a straight shaver as a back-up device. No further complications were reported. As per investigation findings, the inner shaft of the blades was fractured from the distal cutting tip.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The blade was returned with the inner shaft fractured from the distal cutting tip. The hubs are intact and show some wear. There is biological debris in the blade and the channel of the device. A functional assessment of the devices found they are unable to function as designed because the inner shaft is fractured away from the distal blade. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.